Event description:
It was reported by the pt's attorney that as a result of having the products implanted, the pt has experienced significant mental and physical pain and suffering, has sustained permanent injury and will likely undergo corrective surgery.

Manufacturer narrative:
No sample was returned for eval. A review of the device history record for the reported lot number found nothing that could cause or contribute to the reported problem. The instructions for use which accompanies each device states in the section labeled adverse reactions: "potential adverse reactions are those typically associated with surgically implantable materials, including hematoma; seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse perforations or lacerations of vessels, nerves, bladder, bowel, rectum, or any viscera may occur during needle passage. The product is recommended to only be used by physicians who are trained in surgical procedures and techniques required for pelvic floor reconstruction and the implantation of non-absorbable meshes." (B)(4).